Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pocket stimulation. Upon interrogation, it was noted that the device was pacing at 5v in unipolar. A device reset had occurred. The device was reprogrammed and interrogated as normal. The patient will continue to be followed.